Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned in the pre-plunger deployed position with blood present in the device. The complete suture was returned intact and loaded in the device. During testing, coagulated blood was found at the distal end of the marker lumen preventing marking, but no blood was present at the proximal marker tube. After the device was cleaned it flushed and marked without difficulty. Based on the investigation findings, possible causes for the marking failure may include but are not limited to; manufacturing, the marker port being placed against the artery wall, a small arterial lumen, an initial (procedural) side wall stick resulting in the lumen being against the vessel wall, a low patient blood pressure, a blood clot or tissue plugging the marker port or the device not being fully in the arterial lumen. Based on the evaluation, the probable root cause for the failure of the device to mark during use is related to operational context. There was no manufacturing or quality inspection issue detected. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A database query was performed and a review of the records does not indicate a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that a technician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after inserting and positioning the device, arterial luminal marking could not be confirmed. The device was re-flushed and re-inserted into the vessel, marking was obtained and all deployment steps completed. However, as the knot was advanced to the arterial surface the suture broke. The suture was removed and a second proglide was attempted, but after inserting and positioning the device, artery luminal marking could not be confirmed. The device was removed and a non-abbott device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.